Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported the primary set leaked. Customer stated that they have the set. There was no patient harm reported and medical intervention was not required. Customer stated that no additional event or patient information is available.